Event description:
It was reported the patient had problems recharging that had started ¿in the beginning.¿ the device reportedly had an overdischarge occur, but it was unclear when that had occurred. The patient had difficulty reaching it to charge. The implantable neurostimulator (ins) was replaced on (B)(6) 2014. The physician moved the ins location from a back placement to the left lower abdomen. After implant the patient was able to get 8 coupling bars with the new ins. No patient symptoms were reported related to the event.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).